Event description:
This event was reported to be an irrigation issue involving a preface 8f sheath and a smarttouch catheter. When the smarttouch catheter was introduced in the sheath preface 8f, the sheath could no longer be irrigated. Even by manually creating high pressure by pushing the heparin solution through the tubing with a syringe, the solution could not flow. It is reported that the complaint is with the preface sheath and its internal tolerance however this has not been confirmed by any analysis at this time. There was no problem directly with the catheter. Separately both the catheter irrigation was normal, and sheath irrigation was normal. Additional information will be submitted in a supplemental report upon analysis completion. This event is being reported under the preface 8f sheath. The smarttouch catheter is not marketed in the us and therefore is not reportable at this time.

Manufacturer narrative:
Additional information will be submitted in a supplemental report. (B)(4).